Event description:
Physician reported that a pt treated with tongue suspension had developed pain anda wound infection. The physician treated the infection oral antibiotics and reported the erythema had "gone down almost to normal" but the physician elected to remove of the encore bone anchors and suture.

Manufacturer narrative:
The device was not returned to the MFR for eval, therefore we are unable to determine the definitive cause of the event. Although it is unk if the device contributed to the reported event, this MDR is being filed for notification purposes. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted. Accordingly.